Event description:
It was reported that there was no activity from the generator when the handswitching feature was used during the lap colon procedure. The device was replaced to solve the problem. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade burnt, scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 / solid tone was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."